Event description:
It was additionally reported that patient experienced an interruption in power while connected to the mobile power unit (mpu). There were no advisory alarms noted. The mpu had a v-lock connector on the ac power cord. The patient reported had service power interruption attributed to weather, at times, due to delayed receipt of payment. A no external power event was recorded on (B)(6) 2024 at 1:59:06 while connected to mpu power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The mpu was removed from use.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: corrected. Section d9: corrected. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced. On (B)(6)2024 at 1:59:10, the no external power alarm activated while connected to the mpu due to both white and black lead relative state of charge voltages diminishing to ~0v. The event captured was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mobile power unit (mpu), serial number (B)(6), was returned for evaluation. The patient cable connector housing had separation between the connector and the molding. No other notable features were observed. Additional information stated the mpu had a v-lock at the time of the event, the ac power cord did not come loose from the wall or back of the unit, patient reported a service power interruption attributed to weather, and at times there would be no power due to delayed receipt of payment. A root cause of the reported event could not be conclusively determined through this analysis. The device history record for the mobile power unit (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was sent to the customer on (B)(6)2022. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review showed a no external power alarm and multiple other associated alarm types on (B)(6)2024. This was caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.